Event description:
The patient was reported to have a bacteria infection suspected as a result of implant. Patient implanted with cardiomems (B)(6) 2024. The infection was identified (B)(6) 2024 via blood cultures. The patient was treated with IV antibiotics and post d/c antibiotics for 6 weeks. Location of infection is the blood stream. Transesophageal echocardiography on (B)(6) 2024 showed suspicion for vegetation on aortic valve replacement. The patient was inpatient prior to cardiomems implant procedure but the infection did extend the hospitalization. Follow up blood cultures are negative and there are no further plans for investigation. The patient is stable and has been discharged.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care provider. Reported adverse health outcomes are monitored and trended per the post-market surveillance program for further action, as necessary. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.